Event description:
Misrepresentation and lack of informed consent ms. (B)(6), an aesthetic nurse, assured me that the procedures she recommended would significantly improve my appearance by eliminating facial creases and wrinkles, thereby providing a natural, youthful look. Despite these assurances, the treatments performed by ms. (B)(6) resulted in severe disfigurement and emotional trauma. Ms. (B)(6) injected incorrect fillers with the wrong formula, causing significant pain and suffering. Consequently, I experienced profound embarrassment and social withdrawal, afraid to leave her home due to the disfigurement caused by these substandard treatments. Ms. (B)(6) failed to inform me client of the potential risks associated with the procedures or the fact that the results were not guaranteed. This omission constitutes a severe breach of the duty of care and informed consent standards. Patients have the right to be fully informed about the risks and benefits of any medical treatment, and ms. (B)(6) failure to provide this information significantly harmed my client. I took her to small claims court on (B)(6) 2024 and won that judgment. Notice of entry of judgment was entered as stated below on (date): (B)(6) 2024 court orders judgment entered for plaintiff (B)(6) against defendant (B)(6) on the complaint filed by (B)(6) on (B)(6) 2024 for the principal amount of (B)(6) and costs of (B)(6) for a total of (B)(6). She appealed the judgment on (B)(6) 2024. Notice of entry of judgment was entered as stated below on (date): (B)(6) 2024 court orders judgment after trial de novo entered on the complaint filed by (B)(6) on (B)(6) 2024 as follows: defendant (B)(6) does not owe the plaintiff (B)(6) any money on plaintiffs claim. Judgment debtor is a natural person, and as provided in code civ. Proc., ss 683,110, 685.010:? $ of this judgment is on a claim related to medical expenses $ of this judgment is on a claim related to personal debt judge (B)(6) judgment is being reviewed by two other judges. I filed a complaint with the commission on judicial performance for review. And most recently I filed a letter from my attorney addressed to this corrupted, stupid and bias judge. Discrepancies and forged medical records my judgment stated that I failed to prove negligence by a preponderance of the evidence. However, no independent medical professionals, such as dermatologists or plastic surgeons, were consulted to verify the standard of care or the adequacy of the treatments provided by ms. (B)(6). My dermatologist, dr. (B)(6), and her rn assistant, have both indicated that the injections appeared to be saline rather than the promised treatments. The court accepted into evidence medical records presented by ms. (B)(6) that I vehemently contend are fraudulent. These records, dated (B)(6) 2019 and (B)(6) 2020, do not correspond with the actual treatment dates of (B)(6) 2024. I have repeatedly requested the correct medical records, which are crucial for her ongoing medical treatment and potential legal action. The records presented in court contain my forged signature, which she has consistently disputed. Additionally, the defendant's refusal to accept registered mail further casts doubt on her credibility and intentions. The acceptance of these questionable records into evidence without proper scrutiny undermines the judicial process and denies me the fair consideration of her claims. The defendant's actions, including evading service of registered mail, raise significant concerns about the authenticity of the documents she provided and her overall credibility. After my second visit with ms. (B)(6) to try and correct the damage done to my face on (B)(6) 2024. I visited dr. (B)(6), md, board-certified dermatologist (B)(6), md (B)(6) - (B)(6) medical clinic. Dr. (B)(6) has an aesthetic room at her clinic. Dr. (B)(6) and her rn assistant who performs botox and fillers in her clinic, laughed in my face when I told them I had four juvederms and botox. They explained to me that it may have been saline that she injected me, not fillers or botox. The number of procedures performed increased the number of complications that I suffered from dermal filler complications I had several consultations and the estimates I am getting now is close to (B)(6).